Event description:
Tibial nailing procedure. During the procedure, the surgeon was using the 8.5mm medullary reamer head and it broke in the proximal tibial canal. Surgeon pulled out the device and the shaft and the reamer head were stuck together. Surgeon spent an hour removing all the pieces in the canal which was confirmed by an x-ray. Surgeon completed the procedure with no further incident. This is report 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint.